Manufacturer narrative:
(B)(4).

Event description:
The customer stated they had been having issues with the qc for the elecsys ck-mb stat immunoassay and elecsys probnp ii immunoassay. The customer recalibrated both assays using new calibrators and the qc passed. The customer had two patients with questionable results that were repeated after the recalibration. Patient 1: ckmb initial result was < 1 ng/ml with a data flag, repeat result was 30 ng/ml. Patient 2: pbnp initial result was <5 pg/ml with a data flag, repeat result was 7000 pg/ml. This patient was a (B)(6) male. The erroneous results were reported outside the laboratory. The repeat results were believed to be correct. The customer was not aware of any adverse event. The ck-mb reagent lot number was 118433. The pbnp reagent lot number was 141292. The expiration dates were requested but were not provided. The customer reran the qc later in the day and it was out of range for pbnp, but the ckmb was still within range. The customer recalibrated the pbnp assay again and the qc result was still high. The field service representative found the bead mixer speed was misadjusted. He adjusted the bead mixer speed to specification and ran successful performance testing. All results were within specification. The customer ran successful pbnp and ck-mb calibration and qc.